Event description:
On (B)(6) 2013, the patient reported that during training on (B)(6) 2013, the insertion device fired the infusion set across the room and after that it would not fire. The trainer also released the infusion set unintentionally during that training. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insertion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore, the complaint cannot be verified.